Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had staticky image when we plugged in to processor. The issue had occurred during set up / inspection for use. There was no report of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Based on the results of the investigation, the definitive root cause of the noisy image could not be determined. Additionally, the investigation confirmed the presence of white residue inside the air/water channel. However, a definitive root cause could not be determined olympus will continue to monitor field performance for this device. Updated fields: b5, d9, h2, h3, h6, h11.

Event description:
No additional information received from customer.